Event description:
Patient was in the MRI suite and rn was setting up MRI pump with propofol for patient. Side of the pump, continued to read "check a door. The IV was changed to the b-side of the pump. The b-side continued to read an error. The tubing was removed from the pump, clamped, reinserted into the pump to no avail the pump continued to read error. MRI pump (side b) was stuck on "ders off", rn attempted multiple times to successfully get pump to run. After setting up new bottle of propofol, rn and respiratory therapist noticed that bottle of propofol was now empty, and patient received an extremely large dose of meds in a very short amount of time. Pump was immediately turned off and disconnected from patient.